Manufacturer narrative:
Qc was within the 2sd limits, however, the results at times were biased towards the lower end of the range. Customer replaced the sodium reference electrode, performed twice-weekly maintenance, calibrated the instrument and ran qc. A few days later the customer called bci and requested a service visit. Field service engineer (fse) performed a preventive maintenance (pm). A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding low sodium (na) results generated by the unicel dxc 600 pro synchron clinical systems for multiple patients. The initial results in the range of 125-142 mmol/l were reported out of the lab and some of the low results were questioned by the physician. The specimens were re-tested and higher na results were obtained. Customer stated that they did not believe that patient care was impacted, as some of the patient results were questioned by a physician.